Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the patient had an infection at the pod's insertion site. She stated that someone had bumped his arm during wear, which caused pain, and they had to remove the pod. The following day, the site had become infected. The patient went to the doctor and was prescribed antibiotics (amoxicillin) for seven days. The pod was worn on the arm for between 36 and 48 hours.